Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The pump failed to power on and testing could not be performed. During investigation, the keypad was removed and no contamination or damage was found. A bolus button leak was found. The pump was opened and moisture damage was observed on the printed circuit board.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging that after rebooting the pump, all the keypad buttons were unresponsive. The reporter noted the audio bolus button was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.